Event description:
Information received by medtronic indicated that the insulin pump had received insulin pump error 15, 23, and 82 alarms. Customer was able to clear the alarm and rewind the insulin pump. Insulin pump passed displacement test and self test. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
S/w version : 5.2a. Retainer ring=black. The pump was returned for pump error 23, pump error 82, and pump error 15 alarms found on jul 26, 2021. Pump successfully downloaded traces and history file using thump. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 23, pump error 82, or pump error 15 alarms noted during testing. Pump error 23 confirmed in the pump history on 07/26/2021 at 8:01am. Pump error 82 alarm confirmed in the pump history files on 07/25/2021 at 3:26pm. Pump error 15 alarms confirmed in the pump history on 07/26/2021 at 8:01am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. ¿pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The motor was tested outside of the device and passed. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case. Pump error 82 alarms not confirmed during testing. Pump error 82 noted once in the history files on 07/25/2021. However, unexpected pump error 23 alarms confirmed on 07/26/2021 at 8:01am as a result of an unexpected restart caused by pump error 15. Pump error 15 (file number = 38; line number = 442) found in pump history files on 07/26/2021 at 8:01am due to possible hardware anomaly as per global logic analysis (esf #3764385). (B)(4).